Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a0401 is being used to capture the reportable event of cinch wire break. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during a defect closure procedure on (B)(6) 2026. During the procedure, the cinch handle was not releasing the peek plug. It was noticed that the handle slider was detached from the cinch wire. According to the information provided, the cinch wire broke. The procedure was completed when the physician manually deployed the cinch. There was no patient complications reported as a result of this event.